Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device not communicating and no patient information popped out. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed with the customer that the device was plugged into the wrong network and device was back online after it was plugged in to the right port, thus the issue was resolved. No further investigation was required. The system functioned as intended after the field service engineer investigated the issue.